Manufacturer narrative:
Lead was repositioned on (B)(6) 2021. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra threshold high at device check in clinic. Appears to be microdislodgement of the lead. Lead remains implanted. Should additional information become available, this file will be updated.